Event description:
Early battery depletion @ 19 months. Interrogation @ routine f/u 2004 shavedicd & eri/c battery voltage 2.50. Last chg time 9.30 seconds in 12/2003. Date: 10/02, battery voltage: 3.11, 1 day/p implant; date: 10/02, battery voltage: 3.17 (chg time 6.9); date: 1/03, battery voltage: 3.06 (chg time 6.9); date: 4/03, battery voltage: 2.93 (chg time 6.9); date: 7/03, battery voltage: 2.65 (chg time 7.47); date: 10/03, battery voltage: 2.59 (chg time 7.47); date 1/04, battery voltage: 2.58 (chg time 9.3); date: 4/04, battery voltage: 2.50 (chg time 9.3).